Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited changes in sensing and increased impedance measurements from 600 to 1500 ohms, and no capture at maximum outputs. The lead was found to be micro-dislodged. The patient had fallen due to their condition of orthostatic hypotension, and it was believed this caused the movement of the lead. It was noted that the patient did not require pacing. A surgical revision was performed and the lead was surgically abandoned and replaced. No additional adverse patient effects were reported.